Manufacturer narrative:
Additional information: d4, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. For functional te sting, the reload was applied to the test media, all staples were placed, and test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that while detaching the left hemihepatic parenchyma, the stapler could not be fired normally after correct loading. The reported issue was confirmed. The most likely cause could not be established from the information available. This issue may occur if the lock ring is inadvertently moved out of position during handling of the reload. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap, (lot number: p5b0840s) egia60axt, egia60axt egia60 artic extra thicksulu, (lot number: n4k1938y) egia60axt, egia60axt egia60 artic extra thicksulu, (lot number: n4k1938y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic left hemihepatectomy, while detaching the left hemihepatic parenchyma, the stapler could not be fired normally after correct loading. The same issue persisted after replacing the reload twice. The surgeon was able to press the green button but was unable to squeeze the handle. Replacement with another manufacturer's device was required to complete the case. No patient complications were reported as a result of this event.